Manufacturer narrative:
The manufacturer previously received a report indicating that a trilogy evo ventilator displayed a ¿ventilator inoperative¿ alarm and ceased providing airflow while the patient was undergoing rehabilitation at a facility. A backup ventilator was available, and the patient was transitioned to the backup device at the direction of the sales representative. No serious injury or adverse patient outcome was reported. A sales representative subsequently visited the patient¿s home to assess the device. Due to the inoperative condition of the ventilator, alarm logs and other device data could not be accessed at that time. The ventilator was replaced with a functioning device. The device was returned to the manufacturer for evaluation. During operational testing, the reported issue was reproduced. Review of the device error log identified a ¿ventilator inoperative¿ error associated with flow sensor fluctuation deviating from specification. Corrective restoration was performed, after which the error no longer occurred. As a precautionary measure to prevent recurrence, the flow sensor was replaced. Additionally, a "ventilator service required" alarm was also observed, indicating a back-light driver failure of the display printed circuit assembly (pca). The display pca was replaced to correct the issue. The manufacturer¿s service technician completed final and run-in testing, including battery and valve checks, and performed cleaning. The device was confirmed to be operating properly. The manufacturer has updated section h in this report.

Event description:
The manufacturer received a report indicating that a trilogy evo ventilator displayed a ¿ventilator inoperative¿ alarm and ceased providing airflow while the patient was undergoing rehabilitation at a facility. A backup ventilator was available, and the patient was transitioned to the backup device at the direction of the sales representative. No serious injury or adverse patient outcome was reported. A sales representative subsequently visited the patient¿s home to assess the device. Due to the inoperative condition of the ventilator, alarm logs and other device data could not be accessed at that time. The ventilator was replaced with a functioning device. The device has been returned to the manufacturer for investigation, but the evaluation is not yet complete. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.